Event description:
This case was initially received via regulatory authority (department of medical technology, health and youth care insp on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced rheumatic disorder ("rheumatic pain"). On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), arthralgia ("hip pain") and abdominal distension ("bloating"). The patient was treated with surgery (fallopian tubes and uterus removed). Essure was removed. At the time of the report, the abdominal pain, rheumatic disorder, arthralgia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia and rheumatic disorder with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (technology, health and youth care insp) on 12-jan-2022. The most recent information was received on 21-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), rheumatic disorder ("rheumatic pain"), arthralgia ("hip pain") and abdominal distension ("bloating"). The patient was treated with surgery (fallopian tubes and uterus removed). Essure was removed. At the time of the report, the abdominal pain, rheumatic disorder, arthralgia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia and rheumatic disorder with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (department of medical technology, health and youth care insp, reference number: not available) on 12-jan-2022. The most recent information was received on 12-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced rheumatic disorder ("rheumatic pain"). On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), arthralgia ("hip pain") and abdominal distension ("bloating"). The patient was treated with surgery (fallopian tubes and uterus removed). Essure was removed. At the time of the report, the abdominal pain, rheumatic disorder, arthralgia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia and rheumatic disorder with essure. Amendment: the report was amended for the following reason: after internal company review, it was noticed that the correct initial receipt date is (B)(6) 2022 instead of (B)(6) 2022. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.